Manufacturer narrative:
Investigation summary: the customer issued a complaint for bent trigger finger cover problem detected during production at customer. 2 (trigger finger cover problem) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This complaint is registered in bd complaint system and trend analysis will be performed. Regarding the bent trigger finger, actually the cover of trigger finger is bent. As the raw material (body) is bulk, this cover bending could have occurred at supplier including shipping. This small amount of cover bending does not cause any issue during our production neither in functionality of the product. Both embedded debris and bent cover are within specification (aql).

Event description:
It was reported that 2 bd ultrasafe¿ passive needle guards had damaged/bent safety guards during use. The following information was provided by the initial reporter: "during the production... 2 defective samples regarding the trigger finger... Were found."